Event description:
It was reported that during the implant procedure the catheter broke during slitting. The physician stated it was difficult to slit after the breakage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed, and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual summary analysis of the catheter indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.